Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cs300 intra-aortic balloon pump (iabp) was not turning on. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, component code) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) confirmed the failure and replaced the power supply exorcised to no fail. Once repaired the unit passed all functional and safety tests per manufacturer specifications. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part power supply with a reported unit failure of unit not turning on. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part power supply into the cs300 test fixture and tested the power supply to factory specifications per the cs300 service manual. When the fat dept. Pressed the on/off switch, the cs300 did not turn on. Apparent component failure in the power supply. The fat dept. Replicated the complaint experienced by the customer. The power supply failed testing. Impossible to define will be used as root cause, as we do not know why there was a component failure. Retaining the power supply in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d9.

Event description:
N/a.